Event description:
It was reported that during a laparoscopic nephrectomy procedure the clips were ejecting from the device when the surgeon was advancing the trigger. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.